Event description:
It was reported the pump pocket was infected. Signs/symptoms: noted on (B)(6) 2012 non-purulent discharge and slight erythema around incision; (B)(6) 2012 some scabbing and erythema with tenderness around pump site; (B)(6) 2012 erythema was slightly better. The severity was noted as moderate. Intervention was noted as clindamyacin, bactrim and vancomyacin. The entire device system was explanted and disposed of according to biohazard instructions. The outcome was resolved without sequelae. The pump was delivering dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2015-09-30, additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal demerol, dilaudid (20 ml at 1.1501 mg/day beginning on 2014 (B)(6)), and morphine. It was unknown what the pump contained at the time of the infection, though dilaudid was previously reported. The patient had experienced abdominal pain. The cause of the event was infection and was attributed to the pump. The patient was doing great.

Event description:
Additional information reported a new pump was implanted six months later. The patient had to wear a wound bag for six months. The pump was also delivering demerol and morphine.

Manufacturer narrative:
Catheter model# 8709, lot# l81954, implanted: 2000 (B)(6), explanted: unk. Catheter model# 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).